Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia with a lowest blood glucose of 59 mg/dl for approximately 30 minutes after announcing a meal while in the low 70s, and they also reported that their phone did not alert because the ilet app lacks notifications; they were advised to use the bionic circle app for phone alerts and received education on treating lows. Symptoms included low blood glucose without loss of consciousness, dizziness, or need for assistance. Outcomes included self-treatment with carbohydrates and no medical intervention or hospitalization. Investigation included customer support review, user education on hypoglycemia management, and confirmation that device alarms functioned as designed on the ilet while phone notifications require the companion app configuration. Investigation of this case revealed that the device operated as intended and that the event was consistent with user behavior during early use, including meal announcement timing while already low. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.